Event description:
The facility's pharmacist reported on overinfusion of heparin. The pump was infusing 5% dextrose to a pt. The nurse reportedly set up a second line with heparin (25000 units/250 ml). The nurse reportedly removed the 5% dextrose tubing from the channel and loaded the heparin line into the channel. The pump was then started at 11ml/hr. In one hour, the nurse found the entire 250 ml bag of heparin empty. The pump showed the volume infused as 13.1ml. The pt was alert and responsive. The pt did receive two treatments of protamine sulfate as a result of the overinfusion. No adverse outcome was reported. Although attempts were made by baxter quality management to obtain additional info from the reporting facility, details were not available regarding pt demographics or results of any lab values that may have been drawn.